Manufacturer narrative:
D10: unknown biotronik leads x 3, implant date on (B)(6) 2014. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately two weeks post generator change, a lead noise warning triggered. There was oversensing and short v-v intervals observed. One day later, the patient presented to the emergency room experiencing discomfort, and a remote transmission was reviewed. The implantable cardioverter defibrillator (ICD) was suspected of having a potential loose setscrew. The ICD was programmed off. It was further reported that the entire ICD system was later explanted due to infection. No further patient complications have been reported as a result of this event.